Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the blood pump rotor on the machine. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified blood pump rotor caps that came loose and fell off, leading to tears in the bloodlines by the machine and patient blood loss. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment on the 2008t bluestar machine. The biomed stated that the blood pump rotor caps come loose and fall off, leading to tears in the bloodlines by the machine and patient blood loss. The biomed noted that there was no defect or damage found on the bloodlines prior to the occurrence of this issue. The biomed could not provide the patient¿s estimated blood loss (ebl), only stating that it was ¿minor¿. There was no patient injury, adverse event, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device is not available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment on the 2008t bluestar machine. The biomed stated that the blood pump rotor caps come loose and fall off, leading to tears in the bloodlines by the machine and patient blood loss. The biomed noted that there was no defect or damage found on the bloodlines prior to the occurrence of this issue. The biomed could not provide the patient¿s estimated blood loss (ebl), only stating that it was ¿minor¿. There was no patient injury, adverse event, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The complaint device is not available to be returned to the manufacturer for a physical evaluation.